Event description:
Boston scientific received information that the patient presented to the clinic due to beeping being emitted by the device. It was noted that when the system was replaced the svc coil was capped due to high defibrillation thresholds, but the shock impedances had risen and were currently out of range. All other measurements appeared normal. A request for review was sent to technical services. Technical services requested additional information as no save to disk or x-ray was provided. Technical services discussed performing a non invasive means to evaluate the shock system. Technical services noted that if the shock impedances is around 125 ohms and the commanded shock shows normal shock impedances for a single coil system continued normal follow up was discussed. At this time the system remains implanted. No adverse patient effects were reported.

Event description:
Additional information received noted that a commanded shock was performed and normal shock impedances were measured. A revision of the lead took place, this lead was surgically abandoned. Upon using a new lead and the same device the shock impedances were within range, but appeared high. The physician elected to replace the device as well. The device will be returned for analysis. The newly implanted device and lead showed normal shock impedances measurements. No additional adverse patient effects were reported. Upon return and analysis of this device this investigation will be updated.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measures as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.